Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was stuck in a transmitter pairing loop. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. An early sensor expiration was observed in the data. The reported event of a transmitter pairing loop is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.